Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to shattering of the 36 +5 alumina femoral head (possible cause or contributor to implant damage not reported to rep). The head, insert, and sleeve were revised to like devices (revision head was biolox). Rep confirmed there was no damage to and no allegations against the liner or sleeve. Rep provided the primary operative and implant reports, pre-revision x-rays, and revision implant sheet and reported that no further information will be available.

Event description:
It was reported that the patient's left hip was revised due to shattering of the 36 +5 alumina femoral head (possible cause or contributor to implant damage not reported to rep). The head, insert, and sleeve were revised to like devices (revision head was biolox). Rep confirmed there was no damage to and no allegations against the liner or sleeve. Rep provided the primary operative and implant reports, pre-revision x-rays, and revision implant sheet and reported that no further information will be available.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms fractured alumina head, need additional information; revision operative report, clinical and past medical history and post op primary x-ray. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, revision operative report, clinical and past medical history and post op primary x-ray are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.